Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that six (6) clearlink IV access valve were loose. The event was further reported as "the valve is loose when trying to screw it on". This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.